Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nurses are experiencing upstream occlusion alarms on spectrum pumps when using cefazolin 2gm. The medication is thawed prior to use but not brought to room temperature. There was no known patient injury or medical intervention associated with this event. No additional information is available.